Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited incorrect interpretation of cardiac signal that resulted in inappropriate shocks and anti-tachycardia pacing. The device was successfully reprogrammed. The patient was stable.